Event description:
It was reported that the patients spinal cord stimulation worked well, however, during an elective procedure to reposition the ipg, it was discovered that the lead contacts on both leads displayed high impedances. The physician found the leads were fractured, therefore, both leads were replaced and the new leads were connected to the existing ipg. There were no issues with the ipg. Postoperatively the patient was stable and receiving good stimulation coverage. The leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), lot: 16625404.